Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(4). After insertion of the 6 mm large bengal cervical cage and upon removal of the insertion device, the surgeon noticed and commented on the fracture of the cage. He then attempted to re attach the insertion drive to aid removal. The fracture was through the insertion hole and therefore we could not re attach it. He used curettes and a kocher to remove the cage fragments. Action taken; distraction of the disc space again, immediate removal of fractured cage, packing, loading and insertion of a new cage. 10 minutes delay, no adverse event.

Manufacturer narrative:
(B)(4). One (1) cervical cage size 6 [product code: 1733-01-206] was returned to the complaints handling unit (chu) for evaluation. Visual examination revealed that the cervical cage broke into two segments. No other anomalies were found. Complaint is confirmed. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause for the cervical cage breaking during impaction cannot be positively determined. However, as noted in the accompanying instructions for use (IFU-0902-90-077 revision d), when a polymer/carbon-fiber implant is impacted or hammered into place, the broad surface of the insertion tool should be carefully seated fully against the implant. Impaction forces applied directly to a small surface of the implant could cause fracture of the implant. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.